Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg was flipping in the ipg pocket. As such, the patient experienced pain/discomfort at the ipg site. The patient felt shocking sensation at the ipg site and charging difficulty when the ipg was flipping. In turn, surgical intervention took place on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.